Manufacturer narrative:
The lead is expected to be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and diaphragmatic stimulation. Dislodgement was found via x-ray. The lead was still in the branch of the coronary sinus, but had pulled back in the branch. A surgical intervention was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.